Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. The complaint is unconfirmed and the root cause could not be determined. H3 other text: see h.10.

Event description:
It was reported that the unspecified bd¿ syringes "appeared cracked" near the needle safety shield, and had difficult plunger movement during use. Some syringes also reportedly had loose plungers, or plunger rods that broke during the aspiration, or found in the plastic bags beforehand. The following information was provided by the initial reporter, translated from portuguese to english: "yringes appear cracked near the needle safety shield, release the plunger, or have the plunger very difficult to pull. Syringes sometimes appear with the plunger rod broken into the plastic bag or break at the time of aspiration. Poor quality syringes are causing multiple punctures and complaints within the hospital."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringes "appeared cracked" near the needle safety shield, and had difficult plunger movement during use. Some syringes also reportedly had loose plungers, or plunger rods that broke during the aspiration, or found in the plastic bags beforehand. The following information was provided by the initial reporter, translated from portuguese to english: "syringes appear cracked near the needle safety shield, release the plunger, or have the plunger very difficult to pull. Syringes sometimes appear with the plunger rod broken into the plastic bag or break at the time of aspiration. Poor quality syringes are causing multiple punctures and complaints within the hospital."